Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side exchange, due to patient concern with the textured device. Upon explant, a left side rupture was discovered. The device has been explanted.

Event description:
Healthcare professional reported a left side exchange due to patient concern with the textured device. Upon explant a left side rupture was discovered. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. As per the investigation procedure particles, creases and wear abrasion were completed none of the observations are found to be potentially related to the manufacturing process, no further actions are required.